Event description:
It was reported that the console device experienced intermittent operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. The reporter stated the event ¿keeps happening¿. However, the reporter was unable to provide a specific number of occurrences. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed connector resistance. It was determined that this failure could cause intermittent operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mostly likely due to the resistor going bad due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is pending evaluation. Once reliability engineering evaluated the device, a supplemental report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.